Event description:
It was reported that the patient came in with a haematoma infection in area in proximity with the implant. Surgeon performed revision to replace the implant with suspicion that existing implant may be contaminated. No product fault identified.

Manufacturer narrative:
An event regarding infection involving a ceramic head was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned, however a photo was provided. The head was returned assembled together with the adm liner. There were metal transfer marks present on the rim, most likely due to explantation. Medical records received and evaluation: a review of the provided information by a clinical consultant could confirm the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. However a review by a clinical consultant indicated that it is not device related but procedure related. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient came in with a haematoma infection in area in proximity with the implant. Surgeon performed revision to replace the implant with suspicion that existing implant may be contaminated. No product fault identified.

Manufacturer narrative:
A restoration adm x3 ins 28/52, cat # 1236-2-852, lot # 48963801 was also noted in the report. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.